Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Mm to add procedure description.

Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the tactile gripper cover was observed to be caught/pinched by the harness (mechanical jam) and the gripper cover was observed to be bulky/loose (product quality problem). The reported positioning failure leaflet grasping - clip not implanted and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information reviewed and the results of the returned device analysis, the single gripper actuation issue and the observed bulky/loose gripper cover, appear to be due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper cover being pinched by harness (mechanical jam), however, could not be determined. The reported positioning failure associated with leaflet grasping is related to patient conditions and due to a tethered and restricted posterior leaflet. Image resolution poor is related to patient and procedural conditions as mild visualization issues were reported due to patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.